Event description:
Hospital event. (B)(6) 2019. M1712- unilateral primary osteoarthritis, left knee. Planned surgery. Will find out if I will need to continue medication after follow-up appointment in 6 weeks.